Event description:
It was reported that this was a tlif for treating spondylolisthesis. The surgeon tried probing with the tap in question against the extremely robust bone. As the surgeon tried to effect sufficient probing at l4 right, the tap advanced further and reached the posterior wall of the centrum. Then, the tip of the tap broke off. It took approximately 60 minutes to remove a fragment from the pedicle. No reported patient consequences.

Manufacturer narrative:
This report is 1 of 1 for (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tip of the viper2 6mm self drilling tap was broken in several fragments. No other anomalies were found. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces and/or to the patient hard bone as stated by the surgeon. A review of the receiving inspection (ri) was performed for the finished device [ng93023] number, and no issues were identified. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the viper2 6mm self drilling tap would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h6: a device history record (DHR) review was conducted: part # 286715600, lot # ng93023, supplier: (B)(4), batch1: lot qty of (B)(4) units were released on 24 sep 2020 with no discrepancies. No ncrs were generated during production. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.